Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances along with loss of capture (loc) and not pacing when required. As a result the lead and device were explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the lead came back in 2 pieces and there were setscrew markings noted on the terminal pin. There were drag marks noted on the terminal ring of the lead, and there was fractured coils noted. There were bends at the poly tubing area where the conductor coils were fractured. Analysis confirmed there was a lead fracture.